Manufacturer narrative:
This report is filed january 8, 2014.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device which could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon the device was explanted (date not reported), it is unknown if there are plans to reimplant the patient with a new device as of the date of this report. This report is filed (B)(4) 2013.